Event description:
The user facility reported to terumo cardiovascular systems that prior to cardiopulmonary bypass surgery, during set up, they were having troubles with the luer on the sampling ports; the 2 white fittings were so tight they couldn't get it apart, had to use 2 clamps to grab on to it. This occurred 3 times, however, no event info was provided for the other events. The product was not changed out. There was no pt involvements during set-up. Surgery was completed successfully.

Manufacturer narrative:
(B)(4). Terumo has not received the actual device and will be submitting a follow-up report when more info becomes available.